Event description:
Additional information was provided from a consumer stated that it was taking longer to connect to the implant. The patient said it took a whole minute or minute and a half to deliver the medication. The agent walked the patient through clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that 'some time,' then started for 'probably about 2 weeks or so,' their handset has been timing out when trying to connect to their pump to bolus/check lockout time. The patient stated that if theywalk away, it will go through. The patient stated that when it's hanging up, they click 'wait,' (agent understood this as ¿myptm¿ app not responding, close app or wait message) it will still go through, but it was usually slow and 'it's been hanging up every single time I use it.' The patient stated that the connection always goes quickly to 90% but then the last 10% took usually about a minute or so. The agent assisted the patient in clearing the data and patient connected to the pump well without delay. The patient stated that the connection was fast. The patient will monitor and call back for assistance as needed.